Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. During investigation, the needle mechanism was manually reset into the loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 3875 pulses. No damages or defects were found that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was worn for less than an hour. No adverse patient impact was reported.